Event description:
The user stated two patient serum samples in bd 13 x 75 mm gel tubes recovered differently for folate when repeated with a dilution in a hitachi cup. Sample 1 initial result was 18.6 ng per ml, repeat result with a 1:1 dilution was 29 ng per ml. Sample 2 initial result was 17.8 ng per ml, repeat result with a 1:1 dilution was 27.9 ng per ml. No erroneous results were reported. The field service representative determined the photomultiplier tube voltage was misadjusted and readjusted it. To verify the analyzer operation, he ran performance tests with results within specification.